Event description:
It was reported that the insulin pump alarmed during the prime process. The alarm was not able to clear as the pump kept asking the customer to rewind. The blood glucose was 8.5mmol/l. It was mentioned that the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed prime alarm during basic occlusion test due to protruded/loose drive support disk.